Manufacturer narrative:
Further info from the reporter regarding event, product, or patient details has been requested. No additional info is available at this time. The event of swelling, "white blister type lumps", and pain are physiological complications and analysis of the device generally does not assist allergan I determining a probable cause for this event.

Event description:
Healthcare professional reported after injection with juvederm ultra plus in the lips patient developed swelling, which after 10 days was still present, especially on the left hand side. Patient's lips were also observed to by lumpy and to have "white blister type lumps on the mucosa of the bottom lip on the right hand side". Patient was prescribed antibiotics; symptoms proceeded to worsen. Pt has reported to the healthcare professional that the lips are "very painful" and it feels "like train tracks rubbing on [their] teeth".